Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that, while changing the insulin cartridge of her infusion device, she accidentally pulled the cartridge out and the plunger remained attached to the piston rod. She stated she got some insulin in the cartridge chamber but was able to dry it out. The patient was assisted in detaching the plunger from the piston rod and educated in the proper procedure to change a cartridge. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.